Event description:
It was reported that "at the end of an appendectomy, during extraction, the memobag tore, causing the surgical specimen to fall into the patient's abdomen. It was necessary to reinsert the trocars and perform another laparoscopy to retrieve the purulent appendix using a new memobag." Additional information received on april 01, 2026, indicated that "there were no patient injuries or consequences. Prolongation of antibiotics was required. The patient's current condition is reported as "fine". The contents of the bag fell back into the patient's body; however, all contents were successfully retrieved using another memobag."

Manufacturer narrative:
(B)(4).